Event description:
Status pose implantation of pacesetter pacemaker (1993). Now needing generator replacement. Pacemaker is being returned to the MFR for evaluation by the representative. Pacer was explanted due to rrt indicators. (Rrt=recommended replacement time). A report will be sent to the physician and the hosp.